Manufacturer narrative:
The customer's report of balloon in silicone segment could not be confirmed due to the product was not returned for failure investigation. A photograph received from the customer shows an arrow pointing to a silicone segment near the upper fitment, however no balloon was visible in the photo.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer order management escalation for the customer's report that a channel with a heparin infusion "bubbled the tubing and the pump wouldn't turn off." The staff removed the channel because it would not turn off. No other information is available, no report of patient harm or medical intervention.